Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers had failed and will not connect to the internet. A field service engineer (fse) found all drawers off the bus and discovered the network cable was connected to the wrong port. Fse reconnected the cable to the correct port on the sled, rebooted the station, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely down and all drawers were failed, would not connect to the internet. The customer attempted to reboot the station, all drawers were in a failed state and would not recover. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.